Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The caller did not have the serial numbers of the patient's external components. The reason for call was the caller indicated that they replaced a remote for the patient in the past and the patient continues to have issues using the remote. The patient said that the remote screen went black and the patient cannot charge the remote. Resetting the remote by removing and reinserting the battery did not resolve the issue. The patient is unable to adjust therapy settings as a result of the issues with the remote. The caller was not with the patient. The caller will follow-up with the patient and direct them to call. Patient called in stating the device the manufacturer keeps sending them has died, and they are in a lot of pain due to not being able to use their stimulation. Upon further clarification, patient stated the controller device will go all black when attempting to charge their implanted device. Patient stated they had attempted to work with their rep but the rep was 'inexperienced.' Patient stated they are now in the hospital for their pain. Patient stated their rep should have helped them because they had a 'copy' of equipment. Rep was not with the patient at the time of the call or initial report. Patient confirmed they did have their equipment with at the time of the call. Patient stated they have a hard time reading the serial numbers as they are blind, and are going to their eye doctor. Agent instructed patient to remove back door of controller to begin troubleshooting, but patient stated they were unable to remove back cover, and when they met with their rep, the rep was unable to open the back door as well. Patient disconnected call, but agent made outbound call to attempt to continue troubleshooting. Patient was very difficult to understand on the call, so it was unclear as to when this was and if the rep could not open back door to current controller or previous controller. Patient commented that this was their 4th controller and that this issue needed to be fixed in the office. Patient also stated the back door to the controller looks like it is open, but they cannot open the back door even with assistance. Patient expressed their frustrations as they are in pain and stated they are going to call a lawyer or contact their insurance company to contact an attorney. Agent offered to send replacement controller as patient was unable to remove back cover, but patient declined and stated they will attempt to meet with their rep in person tomorrow. Agent suggested rep call in when present with patient to troubleshoot. Agent documented information to the best of the ability due to how difficult it was to clearly hear the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.